Event description:
The reporter stated that the catheter showed intracranial pressure measurements on the monitor that were not consistent. Reading were high and negative values were displayed. The catheter was not replaced. The pt had a diagnosis of brain trauma.

Manufacturer narrative:
A review of integra's complaint system showed that this complaint had not been reported. The device history review showed no anomalies. The device was received for evaluation. The returned catheter had tape adhesive residues and white cloth on the catheter body. Masking tape was covering the trim pot. White suture threads were tied on the catheter. Investigation showed that the complaint of high intracranial pressure reading was verified. The complaint of negative readings could not be verified. The presence of sutures at the distal end of the catheter suggests that the catheter was used for post craniotomy subdural pressure monitoring (110-4g) as opposed to its defined use, intracranial pressure-temperature-monitoring. Each camino model is contraindicated for a specific use. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.